Event description:
Related manufacturer reference number: 3006705815-2022-15650. It was reported the patient experienced ineffective therapy due to autoreducing. Lead diagnostics indicated high impedances on most contacts. X-ray confirmed lead was twisted due to ipg being flipped in pocket. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred on (B)(6) 2022 wherein the existing lead was explanted and replaced and the ipg pocket was relocated to address the issue. Therapy was restored post-operatively, reportedly.